Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external/exterior physical visual inspection was performed and passed. Voltage measurement was performed and passed. Pairing with nordic bluetooth device/download was performed and failed. Share logs data was received for evaluation but does not reflect the full investigation window. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.